Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date: {unknown}, explant date: n/a. Medtronic product ID: inline sheath; lot #: unknown; ubd: unknown; implant date: non-implantable non-medtronic product ID: gore dryseal sheath; lot #: unknown; ubd: unknown; implant date: non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, it was noted that both lower limbs had an access site diameter of less than 5 millimeters (mm), so the left subclavian artery was chosen as the access site, despite also having a narrow diameter of 5 mm. An inline sheath was utilized to insert the delivery catheter system (dcs), however it was unable to advance. Subsequently, a non-medtronic (gore dryseal) 14 french sheath was utilized following dilation. The sheath was then replaced with another inline, however following the removal of the sheath, vascular damage was confirmed. Subsequently, two stents were placed, the access site was surgically sutured and stable hemodynamics were confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, it was noted that both lower limbs had an access site diameter of less than 5 millimeters (mm), so the left subclavian artery was chosen as the access site, despite also having a narrow diameter of 5 mm. An inline sheath was utilized to insert the delivery catheter system (dcs), however it was unable to advance. Subsequently, a non-medtronic 14 french sheath was utilized following dilation. The sheath was then replaced with another inline, however following the removal of the sheath, vascular damage was confirmed. Subsequently, two stents were placed, the access site was surgically sutured and stable hemodynamics were confirmed. Additional information was received that the vascular damage was a dissection; however, it was unknown when the dissection occurred as it was confirmed after the procedure on intravascular ultrasound (ivus). Additional information was received to clarify that the unable to advance occurred with the inline sheath before the dcs was inserted.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, it was noted that both lower limbs had an access site diameter of less than 5 millimeters (mm), so the left subclavian artery was chosen as the access site, despite also having a narrow diameter of 5 mm. An inline sheath was utilized to insert the delivery catheter system (dcs), however it was unable to advance. Subsequently, a non-medtronic 14 french sheath was utilized following dilation. The sheath was then replaced with another inline, however following the removal of the sheath, vascular damage was confirmed. Subsequently, two stents were placed, the access site was surgically sutured and stable hemodynamics were confirmed. Additional information was received that the vascular damage was a dissection; however, it was unknown when the dissection occurred as it was confirmed after the procedure on intravascular ultrasound (ivus).

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.